Event description:
Av fistula formed in patient's calf, post silverhawk procedure. Md resolved by reversing anti-platelets and wrapping the leg. Patient discharged without further complication in 12/06.

Manufacturer narrative:
Device not returned to manufacturer for evaluation.